Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 17:45:48. During night drain cycle two, the patient's ultrafiltration reading was 1561ml, indicating the home patient (hp) drained 1361ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.